Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: investigation revealed that display was dim, fading and discolored. Evaluation also revealed a crack in the battery compartment from the threads to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, fading and discolored. Evaluation also revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/02/2015.